Event description:
It was reported that on (B)(6) 2015, the drive shaft tip broke off of a reamer irrigator aspirator, leaving behind a tiny fragment which remains in the patient. The patient underwent revision of competitor devices for a non-union of the left distal femur. During the procedure to obtain a bone graft from the contralateral leg, the drive shaft tip broke off. An additional x-ray was obtained which revealed a tiny fragment in the patient. There was a slight surgical delay. It was reported that the procedure was successfully completed and the patient outcome was fine. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(4) utilized as patient underwent unintended imaging to confirm presence of fragments. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed: criterion tool & die manufactured the drive shaft ¿ minimum 520 mm length ¿ for use with ria, part number 314.743, and lot number 6921238. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: a DHR review was performed. Criterion tool & die manufactured the drive shaft, p/n 314.743, and lot number 6921238. The supplier¿s certificate of compliance (dated september 21, 2012) indicates the parts were manufactured to p/n 314.743, revision ¿k¿ and met the required specifications. The lot was inspected and conformed to the synthes, tabulated incoming final inspection sheet number 314if741, revision ¿l¿, completed october 1, 2012. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Further evaluation at the chu shows that, during use, the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal for implants or prosthesis, to harvest bone and bone marrow, and to remove infected and necrotic bone in the treatment of osteomyelitis. The returned drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly oblique and starts at the proximal edge of the drive shaft helix and continues approximately 5mm proximal to the edge. The helix is intact and the broken tip was not received. The missing portion is estimated to be approximately 26.5mm (high side) to 21.5mm (low side) long. The proximal connecting post shows scraping. The balance of the device is in good condition. Thus, the complaint condition is confirmed but cannot be replicated as the shaft is already broken. A review of the current design drawing/manufactured was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The condition of the returned drive shaft is consistent with damage caused by the device being repeatedly over torqued. As described in previous evaluations, it is critical for the reliable function of the drive shaft that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm be used. The technique guide states that no reduction drive or drills with a torque greater than 6nm be used. Devices with a torque of up to 17nm exist and were likely used in this case. Specific details regarding the technique used/application which led to the device failure were not provided, however it is most probable that use of an incorrect drive unit repeatedly over torqued the drive shaft leading to fatigue and ultimately the fracture at the distal tip. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.